Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) on the right ventricular (rv) channel. Technical services (ts) reviewed the reports and confirmed there was loc and noted there was undersensing. Ts also stated that the pacing also induced a short run of ventricular tachycardia (vt). Ts recommended medical review and reprogramming options. The lead remains in use. No additional adverse patient effects were reported.